Event description:
Pt in hosp and experiences several hypoglycemic episodes while on the pump. Report from territory manager that pt exposed pump to MRI field prior to episodes. This is contrary to training and product labeling which warns user not to expose pump to MRI or other high magnetic fields. Such a condition can affect pump performance which can increase delivery of insulin creating a hypoglycemic condition.